Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacing induced-cardiomyopathy. It was also reported that the implantable pulse generator (ipg) had a potential performance issue. The ipg was explanted and replaced.  No further patient complications have been reported as a result of this event.